Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she has experienced inflammation and infection at her infusion sites due to the infusion sets. One event, which occurred approx 1 year ago, required medical treatment. Physician lanced the infected area and insulin , pus, and blood came from the site. The lancing procedure resulted in scarring and bruising. Pt has noticed the infusion cannula "backs out" of her skin on the first day of use, and this causes "knots" at her infusion sites. Pt cleanses area with IV prep wipe prior to insertion, and an insertion device is used to insert the headsets. Infusion sets are changed between 1-5 days of use, and pt was advised on MFR recommendations. At the time of the report, pt was on antibiotics due to a stomach infection that could lead to ulcers. Pt was sent replacement infusion sets with a longer cannula per her request. The used infusion sets were discarded and will not be returned for eval. Follow-up was completed with pt on (B)(6) 2011. Pt reported she is still experiencing swelling at her infusion sites, but she had not yet switched to the replacement infusion sets.